Event description:
The manufacturer received information that the rental dreamstation st30 device was being returned due to the user passing away. There was no allegation of malfunction or that the device caused or contributed to the death. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death.